Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will intermittently not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly, main keypad to interface pcb cable, interface pcb assembly and the interface pcb to system pcb flex cable assembly; however the issue was not resolved. After further testing, the reported issue was unable to be duplicated. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed parts were further evaluated and no failures were observed during testing. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will intermittently not power on when prompted. There was no patient use associated with the reported event.